Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(6) 2019. Initial reporter name and address: correct phone number not provided. Philips field service engineer (fse) confirmed the reported issue and "determind" the exhalation flow sensor is defective. Fse replaced the exhalation flow sensor. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reports extended self test (est) failed for air flow and oxygen flow accuracy (error codes: 3125, 3126). No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
G4:26mar2021. B4:03apr2021. The reported complaint of the air flow sensor reading out of specification was duplicated, contamination was found on the heated film element that will result flow readings not being accurate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.